Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited backup vvi operation during the cybersecurity upgrade. The patient reported feeling symptomatic and on the verge of passing out and wanting to vomit. Firmware download was performed successfully. The patient was better and will continue to be monitored.